Manufacturer narrative:
Investigation results: device analysis findings: the stent was implanted and the stent delivery system will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. As per instructions for use (IFU), dissection is a known adverse event associated with device use.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery. A 3.00 x 32mm synergy shield drug-eluting stent was successfully deployed. However, following post-dilatation, a proximal stent edge dissection occurred. Additional stent was then placed to cover the dissected area. The procedure was completed, and the patient made a full recovery.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery. A 3.00 x 32mm synergy shield drug-eluting stent was successfully deployed. However, following post-dilatation, a proximal stent edge dissection occurred. Additional stent was then placed to cover the dissected area. The procedure was completed, and the patient made a full recovery.